Event description:
Info was rec'd that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter stated the pt's blood glucose had been running high for several weeks, and then in the am on the same day, she was taken to the hosp when her blood glucose was measured at 470. She was treated with IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within spec.